Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level reading of "high", specific value was not provided. Cause of high bg was not known. Customer administered 60 units of insulin (method of administration was not provided) to address the issue and bg subsequently decreased to 20 mg/dl. Customer called emt (emergency medical technician) twice and went to the emergency room. Customer was discharged 3 hours later. Customer declined troubleshooting with tandem technical support and declined to provide further information.